Event description:
It was reported that a folfusor¿s nominal delivery time was lower than expected. The folfusor was expected to infuse over 24 hours, but was observed to infuse in 16 hours. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A batch review will be performed. The sample is not available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.